Manufacturer narrative:
Updated: h4, h6, h11. This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation and the legal manufacturers investigation results. Based upon review of the customer provided the cds processes, no obvious deviations from instructions for use (IFU) were identified. The device was not returned to olympus for evaluation. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing, however, the reported event could not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1 colony forming unit (cfu) of ochrobactrum species. The device was reprocessed and sampled again. The device tested positive for 1 cfu of candida guilliermondii. The suction and biopsy ports were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.